Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no known complaints in the previous 12 months. Visual inspection found that the downstream occlusion (dso) seal was degraded. The dso seal was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned product for bad speaker during physical inspection it was found that the downstream occlusion seal was degraded. There was no patient involvement.